Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ss ext/1y/mp/std/50cm/ls/pb was found damaged during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the line was damaged."

Manufacturer narrative:
Investigation: upon confirmation of the actual product, damage was found at the connection between the end side smart site and the tube. In addition, 100% appearance inspection was performed on this product immediately before being put into individual packaging, and no abnormality was found. In addition, no abnormalities were found in the shipping test in all past production lots (the relevant jis airtightness standard: 150 kpa for 15 minutes under pressure and no water leakage was observed. * sampling inspection n = 8). Since the shape of the damaged part matches the curved surface of the end face of the one-touch clamp, etc., this event causes an excessive load in the bending direction when the one-touch clamp moves and rides on the connection part during use. As a result, it was estimated that the tube was damaged. In order to prevent the one-touch clamp from climbing onto the connection part, the specification was changed from december production to install a coated tube as a one-touch clamp stopper on the connection part.

Event description:
It was reported that the ss ext/1y/mp/std/50cm/ls/pb was found damaged during use. The following information was provided by the initial reporter, translated from japanese to english: "the line was damaged."